Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that before a shoulder arthroscopy, the motor drive unit became hot and it was not working. The procedure was completed without a delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). B5 and h6: event description and health code updated. H3, h6: the reported device was received for evaluation. There was a relationship found between the returned device and the reported event. A visual inspection found no issues. A functional evaluation revealed a blade stall error and overheating of the housing. Further evaluation revealed the drive fork was stuck and would not rotate. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was confirmed, and the root cause was associated with a mechanical component failure. Factors which can contribute to overheating include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that before a shoulder arthroscopy, the motor drive unit became hot and it was not working. There was no delay and a back up device was available. There was no patient involvement.